Manufacturer narrative:
G5: this part is not approved for use in the united states; however, the catalog# 9795213 and 510k# k042922 and (B)(4) of the 'like device' was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: cervical disc herniation. For which patient underwent patient underwent cervical anterior fusion at levels c4-c5. Intra-op, x-ray revealed that a screw at caudal side penetrated the lower end plate. There was a delay of more than 60 min due to this event. The surgeon re-inserted the screw after knowing about the deviation but the screw went to same direction. Patient complications were unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.